Event description:
It was reported the patient had the lead replaced due to high impedances on all 4 contacts.

Manufacturer narrative:
Patient weight and the date of event are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.